Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel (f&p) healthcare field representative that an mr290v humidification chamber was found cracked and leaking during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Correction: section d1: brand name updated. Section d4: device details including lot#, expiry date, UDI were not provided by the healthcare facility.. Section d8: section unticked. Method: the subject mr290v vented autofeed humidification chamber was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed humidification chamber confirmed the presence of a crack along the chamber base, between the bracket and the right port. Smeared ink print was observed above the crack with residue present on top of the chamber dome. A leak test was performed on the subject mr290v vented autofeed humidification chamber and confirmed a severe leak. Material analysis identified that the subject humidification chamber was exposed to incompatible chemicals. Conclusion: the reported water leakage was confirmed to be due to a crack on the chamber dome. Based on our investigation, the crack is likely to have been caused by the extensive exposure to incompatible chemicals, resulting in environmental stress cracking of the chamber dome. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: - do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel (f&p) healthcare field representative that an mr290v humidification chamber was found cracked and leaking during patient use. There were no reported patient consequences.